Event description:
Pt had a aaa repair utilizing a zenith aaa endovascular graft procedure performed in 2003. Follow-up examination performed at the one month interval did not reveal any device or pt problems. A subsequent follow-up examination at a six month period. During an abdomen and pelvis x-ray, noted a fracture in one of the stents. The stent fracture appears to be located in the set of the stent bodies just proximal to the bifurcation of the main body graft. From a lateral view of the graft, the fractured stent appears to be on the left side. At this time there appears to be no need for secondary intervention. The size of the aneurysm appears to have stabilized, no endoleaks have formed and no migration of the graft has occurred. No complications or problems have been experienced by the pt.